Event description:
A home patient (hp) contacted baxter's global technical service center regarding a compact exchange device (cxd) ii not functioning . The hp stated that he tried to clean the unit with soap and water; however, it was still not working correctly. The technical service representative initiated a swap of the device. There was no patient injury or medical intervention reported. No further information is available at this time.

Manufacturer narrative:
(B)(4). The device has been requested but not yet received by baxter for evaluation. Should any additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). A quality review was completed for this report of a compact exchange device (cxd) that was not functioning. The device was received for evaluation and no problems were found during the external inspection. A spike and unspike operation was performed using a test set. The reported issue of not working correctly was confirmed and duplicated during evaluation. Based on the information obtained from baxter's investigation, the root cause was determined to be due to a damaged spike carriage. The device was forwarded to be destroyed. A review of the device history record was performed; no issues were identified that may have caused or contributed to the reported issue. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.